Manufacturer narrative:
We believe that this type of event could be technique related. Extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated. However, under certain conditions, such as, if the drill guide was bent during drilling causing the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was duplicated. The surgeon is reporting that a shaver with suction was used to retrieve the metal shavings. However, if all the shavings were not retrieved, it is possible that patient injury could potentially occur. Because of this potential a medwatch report is being filed to document this event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause, outside of possible user technique, a follow-up report will be filed.

Event description:
A depuy mitek sales representative is reporting there were small metal shavings in the joint space from either the guide or bit after drilling. Surgeon had to use back-up drill guides to complete cases. A shaver with suction was used to retrieve metal shavings.